Event description:
When doctor tried to puncture, the lymph node needle broke. Tip of the needle, removed with rath tooth forcep.

Manufacturer narrative:
PMA/510(k) # k160229. The investigation is in progress and a follow up MDR will be submitted.

Manufacturer narrative:
PMA/510(k) # k160229. The investigation is in progress and a follow up MDR will be submitted.

Event description:
This follow up MDR is being submitted to capture additional information received and lab evaluation: additional information received 10-may-2022: 1. Are images of the device or procedure available? N/a, yes, no ans: no. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end ans: patient end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no please specify if yes. Ans: no. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no ans: no. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no if no, please specify where the damage is located: _____________________ ans: fna needle 6. Was gaining access to the target site difficult? N/a, yes, no ans: no. 7. Was the device used in a tortuous position? N/a, yes, no ans: no. 8. Was puncture of the target site difficult? N/a, yes, no ans: no. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Ans: lungs. A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Ans: 4r. 10. Please describe the size of the intended target site. 11. If not with the device in question, how was the procedure performed and/or finished? Ans: used another cook needle. 12. Was the device damaged in packaging prior to removal? N/a, yes, no ans: no. 13. Was the device damaged on removal from packaging? N/a, yes, no ans: no. 14. Was force required to remove the device? N/a, yes, no ans: no. 15. Did the patient require any additional procedures as a result of this event? N/a, yes, no ans: no. 16. What intervention (if any) was required? Ans: n/a. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day ans: did same day with another needle. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no ans: no. 19. If yes, please specify what was observed and where on the device it was observed. Ans: n/a. 20. What is the scope manufacturer and model number that was used? Ans: pentax- eb-1970uk. 21. Was resistance felt while inserting the device through the scope? N/a, yes, no ans: no. 22. Was the scope recently serviced / repaired? N/a, yes, no ans: no. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Ans: when advancement of needle. 24. Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no ans: yes. 25. Was difficulty experienced while retracting the needle? N/a, yes, no ans: no. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no ans: no. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a,yes, no ans: not twisted. 28. Was the stylet partially removed when advancing the needle into the target site? N/a,yes,no ans: no. 29. How many samples were obtained (passes completed) with this needle? Ans: three. 30. Did any section of the device detach inside the patient? N/a, yes, no if yes, please specify: ans: yes, with the forcep immediately removed 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no ans: no. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no ans: no. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no ans: no. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Ans: no. Lab evaluation complete on 25 may 2022: visual inspection: distal end of needle examined and distal end of needle broken observed approx. 3cm from tip of sheath functional inspection: sheath extender able to advance and retract with no issue. Needle able to advance and retract with no difficulty.

Manufacturer narrative:
PMA/510(k) # k160229. Device evaluation 1 unit of lot c1822917 of echo-hd-22-ebus-p was returned opened in its original packaging. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on 25 may 2022. The distal end of the needle returned was observed to be broken approx. 3cm from the tip of the sheath. Document review including IFU review prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c1822917 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has previously occurred with the current lot number. This was with complaint (B)(4). Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1822917. The notes section of the instructions for use, ifu0060, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0060). Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Although it was advised target site was not difficult, it is possible the actual lesion was hard leading to the distal end of the needle to break. Another possible root cause could be attributed to the needle hitting or passing hard cartilage leading to the distal end of the needle to break. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the broken needle tip was removed with a rath tooth forcep. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 09-jun-2022.